Event description:
During preventitive maintenance by a baxter service technician, a flo-gard infusion pump experienced a failure code f49 at power up. This failure code is associated with a malfunction in the real time clock, (rtc)-specifically abnormal rtc data. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. The cause was determined to be a defective main battery due to the battery not maintaining the direct current charge. To correct the condition, the main battery was replaced. If any additional information is received, a follow up MDR will be sent.